Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overpressure. Note there is no indication of extravasation or serious injury as a result of the overpressure.

Manufacturer narrative:
Alleged failure: (B)(6), or defaults to wash setting, pumping too hard which is causing there to be too much water into patients joint space. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be 1) inflow cassette not properly inserted, 2) improper joint level, 3) user settings, 4) kinked inflow cassette. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was overpressure. Note there is no indication of extravasation or serious injury as a result of the overpressure.